Event description:
Three (3) packs - 6 tests - ihealth covid-19 antigen rapid tests. All gtin: (B)(4), lot no. 221 co20215, use by date 8-14-2022, extended per FDA website to 2-14-23. Used all 6 tests between tuesday, (B)(6) and thursday, (B)(6) 2022. Two (2) of the tests, from one of the packages, worked. The 4 tests in the other 2 packages did not work. The control line did not show up. I administered all 6 tests the exact same way. I've never had a covid antigen test fail before or after.